Manufacturer narrative:
The instrument was inspected and there were no abnormalities. The investigation determined the issue is consistent with insufficient pre-analytic handling, leading to a mis-sampling of the sample.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The customer performed "reagent infusion" on the analyzer and quality control recovery improved. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode, potassium electrode, and chloride electrode on a cobas ise 900 module. No questionable results were reported outside of the laboratory. The customer repeated the sample since the initial values did not match the patient's clinical diagnosis. The sample initially resulted in the following values: sodium = 161.76 mmol/l. Potassium = 4.346 mmol/l. Chloride = 130.24 mmol/l. The sample repeated with the following values: sodium = 139.57 mmol/l. Potassium = 3.754 mmol/l. Chloride = 107.55 mmol/l.